Manufacturer narrative:
E1: (B)(6). B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device has split/burst twice in 6 days. The patient¿s cuff is normally filled with 7mls of water. Patient's mum reported hearing a gurgling sound. She clears lots of water when suctioning his trach and when she deflated the cuff she only obtained 1ml of water. She did a tube change and once it had been removed, she inflated the cuff and could see a visible hole. No harm was caused. He aspirated the water in the cuff but his mum was able to suction and clear this. The event did not result in any periods of desaturation or infection. Second malfunction reported under (B)(4).